Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's girlfriend reported the patient experienced syncope. The following day the patient noted a burning sensation under his left breast. The patient went into the emergency room where an x-ray was taken which revealed that the right ventricular (rv) lead was fractured. The patient's girlfriend noted that the device was not interrogated during the emergency room visit and they were asked to follow up with the clinic. The patient advocate contacted boston scientific technical services (ts) to see if they had access to the information from the emergency room visit. Ts advised the advocate that boston scientific is not given that information and referred them to their clinic. Additional information was reported that the patient presented to the clinic six days after the syncopal event. The interrogation revealed normal device function with no indication of a lead fracture. The rv lead and implantable cardioverter defibrillator (ICD) remained in service and no adverse patient effects were reported.